Event description:
Pt with a total knee replacement fell and ruptured a collateral ligament. Revision surgery is planned to repair the ligament. Poly inserts may be exchanged during the procedure.

Manufacturer narrative:
Pt with a total knee replacement fell and ruptured a collateral ligament. Revision surgery is planned to repair the ligament. Poly inserts may be exchanged during the procedure. Review of the device history records indicates that the device was manufactured to specification.